Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter failed to produce an image and was found to be kinked. It was further noted that a catheter twist occurred inside the patient during pullback. The procedure was completed with another of the same device. The patients condition following the procedure was stable, and no complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath was kinked, and it was observed that the device was returned entangled with a guidewire. Microscope analysis also confirmed the entanglement with the guidewire, as well as twists in the imaging window and drive cable, along with an imaging window windup. Impedance testing showed an electrical open at the distal end of the catheter, between 20 to 30 cm from the distal housing.